Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was initially reported that the mayfield transition broke in half while on mayfield unit on the bed. The patient was not connected to the base until when failure occurred. Additional information was requested and on (B)(4) 2014, the following was provided by the sales representative: the transitional member was found broken on the shelf. After further questioning, it was not attached to the mayfield on the operation room table. No staff member has come forward as to how it was broken. It was just placed out for "repair". The product was not going to be used for surgery at the time of the incident. There was a replacement product available to be used. There was no surgery delay.